Manufacturer narrative:
(B)(4). Event investigation - this device will not be returned for evaluation. Based on information in the complaint, a catheter detached from a vital port 4 days after implantation. The model and lot number of the vital port are unknown. There are no signs that a device nonconformity caused this event. A review of the complaint history was conducted and found no signs that this device was not manufacturing to current specifications. Because the device was not returned, no images were provided, and the device's model and lot number were not provided, a full investigation could not be performed. Therefore, the root cause of this complaint is unknown. The customer is encouraged to review instructions in the IFU for advancing the catheter over the outlet tube of the vital port. Cook incorporated will continue to monitor for similar events.

Event description:
A (B)(6) year old patient who had ascending colon cancer underwent a vital port placement to perform chemotherapy. Four days later, subcutaneous swelling was confirmed at the right chest area of the patient. Therefore, a CT and x-ray were performed and it revealed that the catheter was detached from the port. The information was provided by (B)(6). Provided information was very limited, and further information could not be obtained.

Manufacturer narrative:
This event is currently under investigation.

Event description:
A (B)(6) patient who had ascending colon cancer underwent a vital port placement to perform chemotherapy. Four days later, subcutaneous swelling was confirmed at the right chest area of the patient. Therefore, a CT and x-ray were performed and it revealed that the catheter was detached from the port. The information was provided by pmda ((B)(6) competent authority). Provided information was very limited, and further information could not be obtained.